Event description:
It was reported that "well if things aren¿t working with the pump and the catheter. And there is a hole where the catheter went in. And creating the spinal cord fluid leaking. Who do you go to for that" it was confirmed this had happened to the patient. It was stated ¿it happened since the operation¿. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2013 (B)(6); product type catheter product ID 8785, lot# n349802, implanted: 2013 (B)(6); product type accessory. (B)(4).